Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss) indicating an out-of-range (oor) low pacing impedance occured. The lead also had noise present which noted many episodes of ventricular tachycardia (vt) in the arrythmia logbook which were all overwritten due to atrial tachy response (atr) events. The device programming was changed to ddi and the patient will be monitored. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.